Manufacturer narrative:
User facility discarded device.

Event description:
The user facility reported a bur broke off in the attachment during a procedure. The procedure was completed successfully. There was no delay, no medical intervention, and no adverse consequences.